Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown baclofen (dose and concentration unknown). The indication for use was intractable spasticity. It was reported that the patient had a falling out with her managing hcp and did not currently have a managing hcp. The patient's pump began alarming over the last "few days" in (B)(6) 2017. The expected refill date for the pump was (B)(6) 2017. The hcp called to determine if the pump needed to be replaced if it were to go empty or had gone empty. It was reviewed that it was not recommended to let the pump go empty, but it would not necessarily need to be replaced. The patient was taking oral baclofen three times per day, and was doing well. No patient symptoms were reported. It was recommended that the pump be filled as soon as possible. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.